Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the no power to station. A field service engineer (fse) found that half height 4.1 drawer board causing failure. The fse replaced drawer controller board and module controller card (pmc) to resolve the issue and configured storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user attempted to turn on the machine as it clicks but had no power supply. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.